Event description:
I used renu w/moistureloc contact lens saline solution from 09/01/2004 to 09/01/2005. I was diagnosed with fungal keratitis. I am presently taking anti-fungal therapy. My vision has been severly impaired in both eyes.